Event description:
It was reported that, "the patient got a primary tha surgery in 2009. Afterward, the patient dislocated the head from insert. The surgeon thought that the cause of dislocation is a misalignment of the cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If it becomes available, the evaluation summary will be submitted in a supplemental report.